Event description:
It was found in servicing that the device was failing the pacing test. There was no patient involvement. The bench technician evaluated the device confirmed the pacing issue. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. The device after servicing will be returned to the customer. No further evaluation around the processor pca.